Event description:
In 2003 - fell on stairs, ruptured l3 l4, l4 l5. In 2005, dr replaced my two ruptured disc's with two charite discs. I suffer from hip, leg, back pain. I cannot lift very much, I have to continually take anti- inflammatory and pain meds. Can't sit for any length of time without pain.